Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that the needle hub separated. The following information was provided by the initial reporter: consumer reported needle hub separated and was stuck inside of the shield.

Manufacturer narrative:
H6: investigation summary; customer returned (1) loose 1/2cc syringe. Customer states that the needle shield is difficult to remove and needle hub separated inside of the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 1256483. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that the needle hub separated. The following information was provided by the initial reporter: consumer reported needle hub separated and was stuck inside of the shield.